Event description:
Winston r., luz j. Intrathecal baclofen and the goldilocks paradigm: too much, too little, or just right. The journal of spinal cord medicine. 2014. 37 (4) 459-460. Summary/reported event: a (B)(6) female patient with history of c5 american spinal injury association (asia) c spinal cord injury, sustained 4 months prior to presentation, fell down home staircase, and was admitted to irf for shoulder pain affecting the performance of activities of daily living. Two months after spinal cord injury, the patient had an intrathecal baclofen (itb) pump placed for spasticity management. The physiatry resident on call was consulted because the patient became confused, stating her dead husband had appeared in a police uniform. She was alert, but oriented only to self. At baseline, the patient was oriented 4x. In addition, her husband was alive and not employed as a police officer. The patient was afebrile, oxygenating well, displaying no signs of infection. Upon chart review, the patient had her itb pump refilled the morning of this event. This patient was diagnosed with itb overdose subsequent to administration of an initializing bolus with the goal of filling her catheter volume after the pump had run empty for 48 hours. Subsequent reduction in pump rate resulted in safe management and resolution of side effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. (B)(4).